Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) displayed as "high", however, a specific value was not provided. Customer delivered a correction bolus to address the bg. Reportedly, the customer successfully resumed insulin delivery. Additional information was not provided. The customer declined further troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.